Manufacturer narrative:
Product analysis: the full lead was returned and analyzed and the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2017 it was further reported that the lead was turned off and was later capped and replaced. During implant of a new rv lead, the physician was unable to advance the lead into the patient's right ventricle. Once the lead was removed, two separations within the coils were seen on the lead. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.